Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, when tracking the drill, the surgeon saw what they expected to see in the probes eye view but when switching to navigating with a tracker paired with an awl, the surgeon did not see the outline of the projection shown in the trajectory views. The surgeon could only see the cross hairs in the probes eye view. The tracker tool card was added and removed and the issue resolved. Surgery was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.